Manufacturer narrative:
(B)(4).

Event description:
It was reported there were episodes of non-sustained rv oversensing caused by post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended.